Event description:
The user facility reported the catheter failed, no icp reading was visualized. The connections were all checked and the catheter still did not function. A second catheter was used and functioned as desired. No pt injury was reported.